Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a concentric lesion in the 99% stenosed, mildly tortuous, moderately calcified distal right coronary artery. The 2.25x8.0mm nc trek balloon dilatation catheter (bdc) was properly soaked and prepped for use, then advanced against resistance with the lesion. The bdc was pushed into the lesion, where inflation was attempted. The bdc was pressurized and the pressure indicator did not show an increase because the balloon had ruptured. The procedure was successfully completed with a non-abbott bdc. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.